Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. At the end of a routine home hemodialysis treatment, the operator experienced air alarms during rinseback. The operator discovered that the saline line was still clamped closed. The operator opened the saline line and attempted manual rinseback. The operator was not able to manually squeeze the saline bag, which prevented manual rinseback and resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to operator error. The operator forgot to open the saline line during rinseback. The cause of the air alarm was attributed to the saline line clamp closed during rinseback. The cycler alarmed appropriately. There is no evidence of a device malfunction. The user's guide provides adequate instructions for troubleshooting air alarms and provides the proper cartridge configuration for rinseback. Nxstage reviewed the reported blood loss with the pt's facility. Nxstage considers this report closed.